Manufacturer narrative:
Per the clinic, the patient also experienced a performance decrement, dizziness and an electric sensation in the ear canal due to the electrode extrusion. The device was subsequently explanted on (B)(6) 2025, and the patient was reimplanted with a new device during the same surgery. The surgeon also performed a revision surgery to close the perforated tympanic membrane in the same surgery. Device analysis report attached.

Event description:
Per the clinic, the patient experienced canal perforation due to an extrusion of the electrode array into the ear canal (specific date not reported). The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.